Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2010, the patient presented with angina and positive stress test anteriorly. Cardiac catheterization was recommended. The de novo target lesion was located in the mid left anterior descending artery (mid lad) with 90% stenosis and was 26mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x28mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient expired. At the time of the event, the patient was not on dual antiplatelet medication. Aspirin was last taken in 2012 and the study drug per protocol was last taken in 2011. Other antiplatelet medication was never taken during the study. The information of the patient¿s death date was obtained from a local newspaper and the site ¿did not have any knowledge of how the subject died¿. The cause of death was unknown. Site has confirmed that neither the death certificate nor any other source documents would be available for this event. Autopsy was not performed.